Manufacturer narrative:
A review of the data management system confirmed that the user stopped using the system following sensor removal. The user was advised to use a blood glucose meter as a backup and to follow up with their healthcare provider for further medical guidance, particularly prior to any future insertion. No device malfunction was identified. The user reported that insertion site had healed without any additional symptoms. The user was advised to follow up with their hcp for any medical guidance. No further investigation was deemed necessary.

Event description:
The user reported noticing changes at the sensor insertion site in late (B)(6) 2026, including a small localized area with discharge. The user stated that the sensor appeared close to the surface and subsequently came out of the skin on (B)(6) 2026, at which point the user removed the sensor. The user did not seek medical care, as they did not believe an active infection was present, and reported that the site later appeared closed with no warmth, tenderness, discharge, or systemic symptoms. The user's healthcare provider was not aware of the event, and the user declined medical evaluation despite being advised to follow up.

Manufacturer narrative:
A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.